Event description:
Complainant alleged that during biomed testing the device allowed an open air discharge and did not give a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.